Manufacturer narrative:
E1: address 2: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a loose cable connection. The issue occurred during setup or inspection for use (either during room setup or prior to the patient entering). There were no reports of patient harm.